Event description:
A surgeon reported that the inner cutter remained closed failing to cut and aspirate. The probe was replaced and the case was completed. There was no pt impact reported.

Manufacturer narrative:
The reported probe will be sent in for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).